Event description:
During preparation for extracorporeal circulation, the flow sensor displayed readings characterized by the user as ''sporadic." The flow sensor was replaced with an alternate. There was no patient injury as a consequence of this event.